Event description:
The customer reported a speaker malfunction error message being displayed on the monitor and stated that the audio on the monitor was not working. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction error message being displayed on the monitor and stated that the audio on the monitor was not working. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.